Event description:
It was reported that during percutaneous transluminal angioplasty intervention a balloon rupture occurred. The in-stent restenosis target lesion was located in the iliac artery. A 9.0 x 60mm x 75cm mustang balloon catheter was used to treat the target lesion. Upon first inflation at 16 atms the balloon ruptured longitudinally. The procedure was completed with a 8 x 60mm mustang balloon catheter. No complications were reported and the patient's status was fine.

Event description:
It was reported that during percutaneous transluminal angioplasty intervention a balloon rupture occurred. The in-stent restenosis target lesion was located in the iliac artery. A 9.0 x 60mm x 75cm mustang balloon catheter was used to treat the target lesion. Upon first inflation at 16 atms the balloon ruptured longitudinally. The procedure was completed with a 8 x 60mm mustang balloon catheter. No complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product analysis revealed a longitudinal tear in the balloon. The tear stretched across the main body of the balloon and measured 6.2cm in length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).